Event description:
The customer reported that outside of a procedure, the system's collimator was getting stuck. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The reported issue could not be duplicated. During the service call, the high voltage cable and the cross arm brake were replaced. The system was tested and found to be working as intended and put back into service.